Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that on (B)(6) 2022, the infusion set's tubing detached from the site, but the clip stayed in the site. Therefore, the patient blood glucose level was 200 mg/dl at the time of this event. Moreover, the infusion set had been used for 3 hours. Further, they replaced the infusion set and insulin was resumed successfully. No further information available.